Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 according to the complainant, during the ercp procedure, the device was advanced down the scope and positioned at the common bile duct. When the sphincterotome was bowed, the cut wire broke. The proximal end of the cut wire detached from the plastic catheter. The cut wire did not completely detach as it remained connected at the distal tip. The entire device was removed from the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Device evaluation: a visual examination revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The broken sections of the cut wire remained attached to the device. The extrusion at the distal tip was observed to be ripped from the wide brown band to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. During analysis, the retracted cutting wire was pushed out of the extrusion through the proximal pierce hole. Examining the distal end of the device, it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was discolored from usage and the broken ends of the cutting wire appeared burnt/blackened. The od of the exposed cutting wire was measured and found to be within specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire broke. The most probable root cause is operational context. A review of the device history record (DHR) confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 according to the complainant, during the ercp procedure, the device was advanced down the scope and positioned at the common bile duct. When the sphincterotome was bowed, the cut wire broke. The proximal end of the cut wire detached from the plastic catheter. The cut wire did not completely detach as it remained connected at the distal tip. The entire device was removed from the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)